Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating that the blood pressure was unreliable, measuring is intermittent. The device was in clinical use at time of event, there was no report of patient or user harm.

Manufacturer narrative:
E1; reporter institution phone number (B)(6). Analysis was performed by a philips authorize bench personnel which included diagnostic testing. The results of the analysis indicate the nbp pump was faulty which caused the device to malfunction. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was nbp pump malfunction. The issue was resolved by replacing the nbp pump (B)(6). After repair was completed, the device passed functional testing.